Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempted was made to use one resolute onyx drug eluting stent to treat a lesion. There were no abnormalities in relation to anatomy. It was reported that the stent deformation occurred in vivo during positioning/advancement. It was reported that the resolute onyx was crushed. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Additional information: the lesion was pre-dilated with a 2.5x12 euphora balloon catheter. The resolute onyx was unable to advance. The delivery device was removed. The stent was intact. A non-medtronic stent was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.